Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for >25 colony forming units (cfus) of 170 milliliter enterobacter cloacae, pseudomonas aeruginosa, serratia marcescens, klebsiella oxytoca / raoultella sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.